Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient had trouble remembering certain words. Imaging revealed embolic infarcts ipsilateral in the middle cerebral artery (mca). Further, the patient has recovered and has no deficits. There was no additional intervention performed due to the event. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.